Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at an unknown date/time, the video telescope displayed a green image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: h4 - device manufacturer date; device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/12/20). The evaluation at the rrc confirmed the occurrence of the reported green image and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. As a result of the image failure, also error message 311 appeared, which is indicating that the white balance must be performed. The evaluation also found the cable insulation to be damaged. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.